Event description:
Carina was connected to the patient in ICU when the machine gave a technical error code!!! The carina quit working. The oxygen was connected the an e-cylinder at the time. The therapist put the patient on a nrb mask. The therapist did a hard shut down and reconnected the carina with the technical error to a wall mounted oxygen source and the technical error disappeared. The machine began to work normally. No apparent injury to patient. Carina ventilator in use for approximately an hour before the technical error appeared. A new carina was obtained with no problems. The carina was taken out of service and sent to biomedical for evaluation. The carina was sent to drager medical for evaluation. They were not able to recreate the error but a few of the parts were replaced and the used parts were sent on for further evaluation by the manufacturer. The carina was returned to our facility evaluated by biomedical and put back in service. The carina was purchased on (B)(6) 2012.